Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, at the time that the iol was being mounted, the doctor realized that the lens was fractured. The doctor asked for a change of lens and it is placed in the patient. Additional information has been requested.